Event description:
It was reported that a female patient with a history of diabetes, morbid obesity, anemia, necrotizing fasciitis and anticoagulation therapy allegedly experienced bleeding of an abdominal wound upon removal of v.a.c. Granufoam dressing. According to the director of nursing at the facility, caring for patient, v.a.c. Therapy was initiated in 2008 and discontinued on the following month, due to discomfort associated with dressing changes with no report of bleeding. The don indicated that a gauze based negative pressure therapy (not a kci product) was used for eighteen days in that month. No information was provided as to the reason the gauze therapy was discontinued. On the last day, v.a.c. Therapy was reinitiated using the v.a.c. Granufoam dressing and a non-adherent layer. The don further indicated that the dressing changes were performed every day. During the dressing change on the next day, the don claims the wound base had granulated into the foam due to rapid healing and upon dressing change alleges the patient experienced blood loss which was stopped by applying pressure and silver nitrate. The don states the patient developed hypovolemia requiring two units of packed red blood cells the following day. The amount of blood loss was not provided. The patient has since healed and discharged home without complications.

Manufacturer narrative:
The director of nursing stated that the v.a.c. Therapy did not malfunction. V.a.c. Labeling states that pressure settings may be titrated down by 25 mmhg increments for excessive granulation tissue growth. V.a.c. Labeling also recommends the user of v.a.c. Whitefoam in situations where hypergranulation responses are likely as its characteristics help to reduce the likelihood of adherence to the would base. V.a.c. Labeling states under "warnings"; "hemostasis, anticoagulants, and platelet aggregation inhibitors: patient without adequate would hemostasis have an increased risk of bleeding, which if uncontrolled, could be potentially fatal. These pts should be treated and monitored in a care setting deemed appropriate by the treating physician. Caution should be used in treating patients on doses of anticoagulants or platelet aggregation inhibitors thought to increase their risk for bleeding (relative to the type and complexity of the wound). Consideration should be given to the negative pressure setting and therapy mode used when initiating therapy. Identifying information about the patient or the serial number for the unit were not provided , and, therefore, the unit was not returned for evaluation.